Event description:
It was reported that the mentioned device has been broken at the grasp during inserting of the implant. A replacement was available.

Event description:
It was reported that the mentioned device has been broken at the grasp during inserting of the implant. A replacement was available.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records indicate that the devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicate there has been other events that determined that the threaded end of the shaft broke from an overload condition in a ductile manner. The fracture surface showed areas of bending and torsional overload. The investigation concluded that accolade stem inserter/extractor broke was caused by the fracture was likely caused by over-tightening of the accolade threaded stem inserter/extractor in the stem and subsequent application of bending loads in an attempt to unscrew and remove the inserter/extractor. The event was confirmed. Material analysis concluded that the threaded end of the shaft broke in fatigue with the final fracture occurring from an overload condition in a ductile manner.